Event description:
Pca pump malfunction. Pump plugged in during the night. In the early morning hours, the pump alarm went off. "Battery alarm" indicated on pump. Pump was plugged in during this time. Pump was turned off and nurse tried to turn it back on. Pump unable to be turned back on.